Manufacturer narrative:
Insulin pump received with button error alarm and had unresponsive bolus express, act, esc and up buttons due to corroded keypad traces. Unable to perform operating currents, self-test, unexpected restart error test and displacement test or verify battery out limit alarm due to unresponsive button.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit after inserting a battery. The customer was assisted with troubleshooting. The customer's blood glucose level was 173 mg/dl at the time of the incident. The alarm and its possible causes were explained. Troubleshooting for button error/keypad anomaly was performed due to unresponsive buttons. The customer reported that the act and esc buttons were unresponsive. The customer also stated that there was no significant event leading to the keypad issues. Due to having removed the battery, the customer could not verify if the time on the clock advanced when monitored for one minute. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.